Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; d6b; h6

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported rupture. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Patient reported rupture. Healthcare professional later confirmed the event. This record is for the right side. Device was explanted and replaced.